Manufacturer narrative:
The returned cable was evaluated. During the evaluation the cable passed all visual and functional testing. When the cable was connected to a masimo monitoring device, the device was able to generate an error message. The unit was determined to be functioning as designed

Event description:
The customer reported cables stopped working. The information was not reading on the screen. No patient impact or consequences were reported.